Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. It was also undetermined to be related to this device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
In the recovery room following a cardioneuroablation procedure, the patient reported being unable to open his eyelid. An MRI was performed which confirmed a stroke. There were no reported warning signs during the procedure. There was nothing reported during the procedure that was not as expected. Transesophageal echo (tee) was done prior to the procedure which was negative for thrombosis. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.